Event description:
Additional information received clarified that the patient's current condition is improving, their pressure was compensated and dystrophy of the cornea was observed.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received further clarified that the corneal edema experienced by the patient has lead to corneal opacity. The patient's corneal edema and elevated pressure continues, but is improving.

Manufacturer narrative:
No sample has been received for evaluation. A lot code would be required for review of the complaint history and further evaluation. All batches are released according to the required specifications. As no sample was returned and lot number information is unknown, a conclusive root cause could not be determined. As no sample is available and lot number information is unknown, no conclusion can be made towards the disposition of the product. As no product is returned and/or insufficient product data is available, the complaint could not be verified and no CAPA is initiated however, further trending is performed. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No sample or lot number information has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. This is the first of two reports from this facility for this reported event. The manufacturer internal reference number is: (B)(4).

Event description:
A clinical manager reported that viscoelastic products were used during an intraocular lens implantation surgery. Postoperatively, the patient experienced toxic syndrome, prolonged corneal edema, increased intraocular pressure and a tendency for mydriasis which was treated with medicinal drops. The patient's symptoms are reported as ongoing. Additional information has been requested.